Manufacturer narrative:
Follow up information was immediately requested including lot information, relevant patient information, and if any additional test reports or scans are available for evaluation. Despite multiple attempts to reach the complainant, no further information has been provided to date. The graft was not received for evaluation after being implanted. Initial reporter indicated that the graft would be returned, but that has not happened as of yet. Product batch 25c123 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. Device history record review did not show any anomalies. A review of complaints was completed and there were no additional complaints were reported for 24f292 or any issues noted. Due to limited available information, a definitive root cause cannot be determined at this time. However, a potential contributing factor may be the hospital's surgical technique. Possible use errors include: failure by the healthcare provider to apply proper and accepted vascular surgical and tunneling techniques, or inadvertent damage to the graft during handling, which may impair its intended function. These errors could result in graft leakage or bleeding during or after implantation, weakening of the anastomotic connection due to twisting or tension during the procedure, or compromised anastomotic integrity due to poor or inadequate suturing. Current controls in place include the instructions for use (IFU)' document ls 012, which is provided with each graft in accordance with processing the artegraft collagen vascular graft' ps 001. The latest revision of ls 012 is also available in digital format. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. A follow-up report will be filed if additional information is received. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
Both suture lines bleed- patient had to come back, both anastomosis was stented with a solaris covered stent. Patient had to come back 3 days later for bleeding along the suture lines. Bleeding from where the artegraft meets the vessel and bleeding where the suture pass through the artegraft. Not sure if there is a biologic problem with the graft.